Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported having gaps in their bite and not being able to chew their food or break it down properly.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.